Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed power error detected. Customer¿s blood glucose was 97 mg/dl at time of incident. Customer states that internal source was unable to charge and notification light stop flashing immediately. Customer advised to refer backup plan as per health care provider's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 due to j6 connector resistance issue. No unexpected low battery alarm noted.